Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately eight days of intra-aortic balloon (iab) therapy, the console suddenly generated a fiber optic sensor failure message and the pressure readings were lost. The customer was unable to calibrate. The central lumen on the iab was capped off and clotted as they did not apply flush to the iab at insertion. They did not have alternate arterial line available for transducing and they did not have a pressure cable available. The customer was made aware of the need for an arterial line in order to properly time. They understood this and were speaking to the physician about replacing the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath, covering the rear taper end of the membrane. A catheter tubing/inner lumen kink was observed at approximately 76.5cm from iab tip. At this same location, the optical fiber was found to be broken. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A 0.025¿ laboratory guidewire was inserted through the inner lumen and was found to be occluded with blood. Unable to clear the occlusion. The broken optical fiber appears to have been the result of a severe catheter tubing kink, causing the reported problem. However, we were unable to determine when this failure may have occurred. The evaluation confirmed the reported sensor failure and occluded inner lumen. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).